Event description:
Consumer claims to have been pierced at a retail vendor on 6/5/97. On 6/26/97 she sought medical treatment for the embedment of the earrings. She was sent to the hospital and the earrings were removed by a dr.